Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported the device program settings changed on the ir own. It was reported that it is hard to see the screen when changing the settings and maybe the consumer changed them himself accidentally. Suspected that the settings changed while pairing with the patient programmer. No further complications were reported/anticipated.